Event description:
Technician reported a system 1000 hemodialysis gave conductivity alarm at the device self test before a patient was on the device. It was then noticed that the device experienced a spontaneous dialysate proportioning ratio change. There was no patient injury or medical intervention associated with this incident.